Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked at the hub junction during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, during the process of venipuncture with the closed needle tip self-retracting indwelling needle of this batch number, when the inner core was pulled out after the puncture was completed, bleeding was found at the connection between the needle wing and the needle tube. This indwelling needle it has been discarded and replaced with a new indwelling needle for re-puncture."

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked at the hub junction during use. The following information was provided by the initial reporter, translated from chinese: "on december 10, 2022, during the process of venipuncture with the closed needle tip self-retracting indwelling needle of this batch number, when the inner core was pulled out after the puncture was completed, bleeding was found at the connection between the needle wing and the needle tube. This indwelling needle it has been discarded and replaced with a new indwelling needle for re-puncture."

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of leakage at catheter junction were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. H3 other text : see h10.